Event description:
(B)(6) reported that spectrum pumps occasionally have to be sent in for service. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). A device was not returned to baxter for evaluation and therefore an evaluation could not be completed. Baxter representatives have been working with the research facility regarding the issues. If a device is returned, an evaluation will be completed and a supplemental report will be submitted.